Event description:
The event occurred on an unspecified date involving an unspecified intravenous set, and it was reported that the black specks was found in the drip chamber. There were no reported patient involvement and harm.

Manufacturer narrative:
The device is not available for investigation; however a photo review needs to be performed, and a supplemental report will be submitted. A device history review could not be completed due to the unknown lot number.